Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer complaint. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Cfb logs were triggered twice on the logs. Once on 06/08/2023 18:42:00 (system time) and user shut down the unit at 06/08/2023 19:51:51, second time the cfb logs visible since 24/08/2023 16:55:20 and user shutdown the unit at 24/08/2023 16:57:22. In both instance its visible as per the log entry "vent state-"0 (this is normal, as no ventilation was running at that time) furthermore software has triggered all alarm lines (buzzer tone, red alarm lights and nurse call), as designed. According to CAPA-000000994, the reported failure can be traced to epc malfunction issues resulting from cracks in the die due to mechanical stress caused by particles in the conductive paste and various tolerances of the heat stack. Exact root cause is not determinable, hardware issue on the epc could cause this issue.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical is assuming this is related to app hang issue. Vyaire asked if customer would be able to get the logs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us which is having a blue screen issue prior patient use. Furthermore, there was no patient associated with the reported event.